Event description:
Pt reported that she was hospitalized due to g-tube complications hospitalization date and length of stay unk. Unk if md is aware. No add'l info available. Reported to (B)(6) by pt/caregiver.